Event description:
Customer's spouse reported via phone call that the customer experienced sensor reading discrepancies. It was stated that two days before, on (B)(6) 2015 the sensor was reading 150 point lower and got a threshold suspend alarm when her blood glucose was 200 mg/dl. It was also stated that the day prior to the call, the same thing happened, the sensor was low and the insulin pump went into threshold suspend but her blood glucose was 170 mg/dl. Current sensor glucose is 86 mg/dl and going down but blood glucose value is 189 mg/dl. The transmitted failed the test plug procedure. Customer's spouse stated that there might be an issue with that box of sensors. The product would be replaced and returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.